Manufacturer narrative:
The pump was received with a blank display due to battery tube power connector not connected properly to j7/pcb 1. Connected power connector and continued testing. The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The pump was also received with scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the pump was damaged. The customer¿s blood glucose level was 180mg/dl at the time of the incident. Troubleshooting was performed. The product will not be returned for analysis.